Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that when she pulled the sensor out and there was no electrode. The customer¿s blood glucose level was 9 mmol/l at the time of the incident. Customer stated that the could not find electrode in skin as well. The device will not be returned for analysis.